Event description:
It was reported by service report that the terminal block wire were melted and shorted. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Terminal block wires.